Event description:
Consumer called to report high readins with her child's meter lately. Also getting erratic readings. Analysis run on consensus error grid using mean reading (272) as ref. Point vs. Bd readings (500, 44) yielded data points in the d zone of the grid, outside of acceptable limits.